Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rotaburr detachment occurred and an additional intervention was done to help with removal of the detached portion. The target lesion was located in the circumflex artery. A rotalink burr was selected for a percutaneous coronary intervention with atherectomy. During the procedure, while ablation was done on the calcium of the target lesion, it was noted that the burr broke off from the catheter. Consequently, the advancer was pulled back; however, the burr stayed dislodged in the vessel. The physician was able to place a second rotawire down the target vessel and balloon the proximal area at the site of the dislodged burr. Then, the physician advanced an unspecified catheter on the proximal part of the burr. While doing so, the physician pulled back the rotawire together with the burr outside the patient. The procedure was completed by stenting of the circumflex artery. No further patient complications were reported and patient's status was fine.